Event description:
It was reported that a dissection occurred and the procedure was aborted. The 85% to 90% stenosed target lesion was located in the moderately calcified proximal left anterior descending artery (lad). Pre-dilation was performed then a 2.5x24mm promus premier balloon expandable stent was advanced for treatment. The promus premier could not cross the lesion. Angiogram was performed and revealed a dissection. The dissection was treated with prolonged balloon inflation which stabilized the patient hemodynamically. The procedure was postponed. The patient was recommended for coronary artery bypass grafting (CABG).